Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site were unsuccessful due to difficulties in tracking the sds on the guidewire. The physician reported that the guidewire lumen was crushed. The pt's blood pressure decreased during the attempted placement of the stent/ during removal of the sds, the stent embolized in the coronary vasculature and the pt was sent for coronary artery bypass graft surgery. Surgery was successful and there were no add'l sequelae reported relative to the event.